Manufacturer narrative:
Product ID: 3093-28, lot# v767679, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had the device ¿replanted/fixed¿ in 2013 and removed in 2014. It was stated the patient was experiencing ¿pain and suffering.¿ additional information has been requested, a follow up report will be sent if additional information is received.